Event description:
The lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2012. Physician decided to sacrifice lead during a laser lead extraction of a medtronic (B)(6) ICD lead that exhibited noise on the lead. The noise ultimately caused multiple inappropriate shocks. The procedure took place at (B)(6). The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).